Event description:
My father has been using philips respironics remstar auto a-flex since 2014. Noticed black debris recently. He has been experiencing eye irritation and occasional cough but not sure if it's related. FDA safety report ID # (B)(4).